Event description:
The customer reported that when using an hf unit "esg-400" and a non-olympus single grounding pad, a patient was burnt during the therapeutic procedure. The grounding pad was attached to the posterior part of the thigh, where the burn occurred. A non-olympus loop and electrode were also used in the procedure. The customer reported the electrode did not activate when the burn occurred, the esg-400 did not alarm, and the grounding pad light was green. No errors were reported on the esg-400. The intended procedure was not finished; instead of using the cautery device, the physician choose to use a medication called monsel to stop the bleeding. The physician had the nurse apply bacitracin ointment and gauze to the burn to cover it. After a few days of the ointment, the patient was instructed to leave the area clean and dry and cover it with a dry dressing. The burns were believed to be second degree (partial thickness).